Event description:
It was reported that device is over temperature. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted a cracked tank cover. Functional testing found the over temperature alarm should have gone off at 43.1 degrees but didn't, confirming the customer complaint. Root cause was the overtemperature alarm was out of calibration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.